Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that 2 sensors failed. The first sensor had a change sensor alarm on the 4th day of use. The second sensor did not connect to the transmitter and after removing it, found that the cannula was missing. The customer's blood glucose reading was unknown. The customer's sensor was not replaced or returned for analysis.